Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 37092 lot# serial# unknown implanted: explanted: product type multiple therapy product medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported the circumstances that led to the programmer not working was a change to device programming. The device was replaced and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their patient programmer (pp) wasn't working. Pt clarified this started 6 months ago, they had trouble with the pp and would have to try 4-5 times to get the pp to connect. Pt then said starting 2 weeks ago the pp quit working. Pt said they would put in brand new batteries, but the door seemed loose, and the screen would just say pp batteries low. Pt said they were in agony because they couldn't program the implanted neurostimulator (ins) to where they wanted. Pt did not see any damage to battery compartment springs. A replacement pp was requested. Additional information was received from a patient (pt). It was reported that they received the replacement pt programmer, but got a "batteries low" screen when they attempted to connect to the implantable neurostimulator (ins) with the pt programmer antenna, but when they connected directly without the pt programmer antenna, the pt programmer worked to connect to the ins. The pt said the placement of their ins was a bit awkward, so just using the pt programmer and connecting directly was difficult. During the call, the pt attempted to connect with the pt programmer antenna and confirmed they were getting the poor communication screen. Pt then connected with the pt programmer to the ins directly. A replacement programmer antenna was sent out. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the placement of the ins makes it difficult to connect. The placement was decided by the physician. When the ins hits end of service, the physician will replace the ins and optimize the placement. This information was also confirmed with a physician/account.